Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high resolution stereo viewer (hrsv) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs but was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed in an in-house system, where the hrsv monitor initially displayed a "no signal" image at startup, then subsequently showed a solid black screen. The probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high-resolution stereo viewer. The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the nurse reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were missing the right eye on one of the surgeon side consoles (sscs). On the other ssc and the tower's touchscreen, the image was good. The customer stated that they already cleaned the blue fibers cables (bfcs) before reseating them and power cycled the system, but the problem remained. They proceeded with this procedure with the other ssc. The tse checked the logs and could find a communication error 40067.